Manufacturer narrative:
(B)(4). The device was returned for investigation. The investigation confirmed the customers complaint of missing segments. The investigator replaced the user interface (ui) printed circuit board (pcb) and the switch panel. The flex cable was reseated and all segments began to display. The device then passed all testing.

Event description:
It was reported that the display of a pulse oximeter was missing segments. There was no patient involvement. There is no report of serious injury or death associated with this event.